Manufacturer narrative:
Date of event correction: the correct event date is (B)(6) 2016, not (B)(6) 2016. The customer clarified the odor issue occurred on separate occasions. The first incident is captured on (B)(4), manufacturer report number #2084725-2016-00585. The (B)(4) are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00585 and 2084725-2016-00577. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic decomp filter was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on 09/16/2016.

Event description:
A customer reported an event of a "burning oil" odor emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra) and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to odor/smells to be "low." The catalytic decomp filter was returned and tested. The reason for the return of the catalytic decomp filter could not be confirmed. The assignable cause of the odor/smells is likely the catalytic decomp filter. The field service engineer replaced this part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.